Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The central processing unit board was replaced and the ventilator was calibrated. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, the unit had a system failure. There was no report of patient involvement.